Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and sometimes low and was hospitalized. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer reported that she changed insulin and reservoir administered insulin it has been getting highs and lows. The customer stated that she just got out the hospital yesterday. The customer stated that she was not sure that it was not site or insulin. So she changed out het site and insulin. Blood glucose reading over 600mg/dl and pump was reading to seek medical attention. When admitted she was 646 mg/dl. Then it went up to 669 mg/dl. She was given insulin with syringe and was told to remove the pump as they thought it was malfunctioning. The patient's current blood glucose was 53 mg/dl. The customer was advised to intake carbohydrate and customer stated that she will call back when she is feeling better. The customer will call back to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioning properly during testing. Unit was received with cracked reservoir tube lip and cracked battery tube threads.